Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2021.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient experienced pain and bleeding. It was reported that the patient underwent revision (of the right side of the mesh) surgery on (B)(6) 2011. It was reported that the patient underwent surgery for excision of the mesh on (B)(6) 2021. No additional information was provided.